Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump was slower to rewind and it made a grind sound. The buttons on the insulin pump had to be pressed more than once. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, primetest, excessive no delivery test and occlusion test. No error alarm during testing noted. Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. (B)(4).